Event description:
It was reported that the right ventricular (rv) and right atrial (ra) set screws were unable to be removed from the device header during an unrelated procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of could not disconnect the atrial lead from the header was confirmed. Analysis revealed that the physician stripped the atrial setscrew due to incorrect use of the torque wrench. After the setscrew is stripped it can no longer be untightened with a torque wrench. This was a user related problem. No anomalies were observed during analysis that could have contributed to the reported event.